Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately calcified anatomy resulting in the reported failure to advance. Upon further manipulation during attempts to advance the device, as difficulty was encountered, the shaft kinked and subsequently separated during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with moderate calcification and 90% stenosis. The 2x20m mini trek balloon dilatation catheter (bdc) was attempted to be advanced but there was resistance due to the anatomy and the shaft kinked. Upon removal, the shaft separated once outside the anatomy. A non-abbott device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported kink and separation were confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints appear to be related to circumstances of the procedure. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately calcified anatomy resulting in the reported failure to advance. Upon further manipulation during attempts to advance the device, as difficulty was encountered, the shaft kinked and subsequently separated during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from no to yes h6: component code 4755 was removed h6: type of investigation code 4114 was removed.